Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary finding of instrument grip pin missing to be related to the customer reported complaint. The instrument was found to have a missing grip pin at the distal end near the base of the grips. The missing grip pin caused the grip tips to become misaligned.

Event description:
It was reported that the prograsp forceps instrument tip were not aligned. There was no reported injury.